Manufacturer narrative:
(B)(4). Batch # m91r62. The analysis results found that the er420 device (b) was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 15 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what type of procedure were the devices used in? What was the event date? Were the clips malformed, scissored or pear-shaped? Did the clips fall off of the vessel once applied? How was the procedure completed? What is the current status of the patient?

Event description:
It was reported that during unknown procedure, clip formation failure occurred. No additional information provided.